Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Intuitive surgical field service engineer (fse) contacted the site and confirmed that the issue resolved after a system restart, removing and reinsertion of scope with proper orientation. The customer was able to complete the case and a subsequent case with no further orientation issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted general bariatric revision surgical procedure, the customer was encountering an issue where the horizon reflected it was correct, but the horizon was off. The customer attempted to switch the scope alignment from the surgeon side console (ssc) with no change. Intuitive surgical inc. (Isi) technical service engineer (tse) recommended the customer remove the scope, adjust the scope base 180 degrees, and wipe out guided tool change before installing the scope. The customer did not complete any troubleshooting. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no inverted image. The issue did not involve an inverted image. The issue was resolved by restarting the e-100. There was no patient injury.